Manufacturer narrative:
(B)(4). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, partially detached retainer, pillowing keypad overlay, cracked case on battery tube, broken battery tube threads, cracked keypad overlay, cracked reservoir tube lip, and crack battery tube threads. In summary, customer allegation for cosmetic damage (damaged battery compartment) was confirmed during visual inspection where cracked case on battery tube, broken battery tube threads, and crack battery tube threads was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.